Manufacturer narrative:
Explanation: there was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203 in the flag files. It was reported that the sd card was unseated in the field, causing the code. The sd card was reseated by the patient in the field. The sd card fault could not be duplicated during troubleshooting as the sd card had already been reseated. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. An unseated sd card does not affect the device's ability to detect and treat an arrhythmia. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the shock was improper response button use prior to shock delivery. The response buttons were pressed earlier in the detection sequences that led to the first and seventh treatments, but not immediately prior to shock delivery. The response buttons functioned appropriately. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated eight times by the lifevest. The patient's ECG rhythms are not known due to the sd card being unseated from the monitor in the field. The patient was reportedly conscious and on his way to the hospital with his son present at the time of the event. The response buttons were pressed earlier in the detection sequences that led to the first and seventh treatments, but not immediately prior to shock delivery. The response buttons functioned appropriately. After the treatment event, the patient and a nurse reported that the sd card was unseated. The sd card was reseated, however the patient's ECG rhythms during the treatment event were not recorded. The patient went to the hospital after the event and continues wearing the lifevest. An sd card fault does not affect the primary function of the lifevest. The device is still able to detect and treat an arrhythmia with the presence of an sd card fault. This event is being reported out of an abundance of caution as the appropriateness of the treatment is not known. There is no allegation of any death or serious injury as a result of this treatment event.